Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery decreased from 56% to 16% in a year. A request was made to have data from this device analyzed, but the health care professional (hcp) cannot send the data for analysis but was going to find out a way to send it. No additional adverse patient effects were reported. The device has been explanted and replaced. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery decreased from 56% to 16% in a year. A request was made to have data from this device analyzed, but the health care professional (hcp) cannot send the data for analysis but was going to find out a way to send it. No additional adverse patient effects were reported. The device has been explanted and replaced.